Manufacturer narrative:
The customer ordered a replacement footswitch. A visual assessment of the returned footswitch revealed worn left and right wing covers as well as a worn base. No add'l visual nonconformity was reported. The footswitch was tested and the customer reported event could not be replicated. The left and right wing covers and the base were replaced due to wear. The footswitch was then cleaned, lubricated and tested per service procedure and passed. The customer reported nonconforming footswitch generating a system message could not be replicated. The eval revealed visual nonconformities, but these appeared to be cosmetic issues, unrelated to the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch. The root cause is unk. (B)(4).

Event description:
A clinical director reported the unit displayed a system message and the footswitch would not function. A second footswitch was used to complete the case. There was no pt harm reported.